Manufacturer narrative:
In this case, there was no functional testing for the returned device as no device malfunction was reported. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported patient effect of perforation (asd) appears to be related procedural condition. Perforation is listed in the instructions for use as known a possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment/intervention was provided for the asd. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted that imaging quality was poor. One clip was prepared and advanced. Upon deployment, the clip detached from the posterior leaflet resulting in a single leaflet device attachment (slda). A second clip was attempted to stabilize however it was unsuccessful. It was also noted that the steerable guide catheter (sgc) caused an atrial septal defect (asd). Mr was noted to have increased from the pre-operative value.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted that imaging quality was poor. One clip was prepared and advanced. Upon deployment, the clip detached from the posterior leaflet resulting in a single leaflet device attachment (slda). A second clip was attempted to stabilize however it was unsuccessful. It was also noted that the steerable guide catheter (sgc) caused an atrial septal defect (asd). Mr was noted to have increased from the pre-operative value.